Event description:
Information received does not address the patient's clinical status but notes that the patient was seen in the clinic after a transtelephonic check showed no magnet response. The programmed parameters showed "magnet response" as "battery test". With a surface ECG running, the magnet was placed over the device, but the device did not go to the magnet rate of 98 ppm. The device was pacing and ventri- cular capture was observed at the programmed 60 ppm.